Event description:
It was reported that for the past two days the pt has experienced enormous amount of pain. When he has put on his speech processor, he has immediately pulled it away from his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.